Event description:
Defective tubing, lawson # 321958 main tubing. This tubing is leaking at the connection area. Ref: 2420-007 bd alaris pump infusion set. I've had 3 issues reported to me in the last 6 months.